Event description:
It was reported in an article case study that the patient had severe portal hypertension resulting from congenital portal cavernoma. Despite the use of guidewires dedicated to revascularization of peripheral arterial chronic total occlusions, including the hi torque command 14 and other non-abbott wires, anatomical recanalization of the extrahepatic tract of the portal vein failed. Non-anatomical revascularization was achieved by means of the ¿gun-sight¿ technique, using two snare catheters and a fluoroscopy-guided puncture. Portal vein reconstruction was completed by angioplasty and stenting with a 10x30 mm omnilink elite stent and a 9x40 mm absolute pro self expanding stent. There was suboptimal liver parenchyma opacification due to extensive intraprocedural embolism but liver portal flow dramatically improved at color doppler ultrasound a few days after the procedure. The child was discharged asymptomatic 1 week after the procedure. Additional information can be found in the article "non-anatomical revascularization of the portal vein in children with non-cirrhotic extrahepatic portal vein obstruction."

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effects of embolism is listed in the absolute pro instruction for use as a known potential patient effects associated with the use of a stent in peripheral arteries and / or biliary tree. Based on the article information, a definitive cause for the reported the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported treatments were likely due to circumstances of the procedure. The article reported that the absolute pro was used in a portal vein. It should be noted the absolute pro instruction for use states, the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. The IFU violation is not related to any issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date d4: the UDI is not known as the part and lot number were not provided. D6a: estimated date. H6: medical device problem code: 1494 - incorrect anatomy. The additional device referenced in b5 is filed under a separate medwatch report number. Literature: article title: "non-anatomical revascularization of the portal vein in children with non-cirrhotic extrahepatic portal vein obstruction".